Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device is not opening. Upon some functional test fse confirmed that mim was found to be faulty. The fse replaced defective fan tray and dcsp unit. After replacement of the fan tray and dcsp unit, the system has been returned to use in good working order. Occurrence - but later on, 11november2022, the reported issue reoccurred, cm module change. The fse replaced the cm module in the pdu unit has been changed. And the reported issue was resolved. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device is not turning on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.